Event description:
Caller reported a cgm error related to the sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, which resolved the issue, allowing the caller to successfully start their sensor session.